Event description:
During a remote follow up, episodes of far field r wave oversensing and oversensing due to noise resulting in inappropriate mode switching were noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.